Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Adc received a customer¿s complaint via email and it indicated that they receive a sensor error message on the adc device. The customer indicated that due to the sensor error, they sought medical attention however, no further details were reported. There was no report of death or permanent injury associated with this event.